Event description:
Pt's backup pump lost programming. Pt's primary pump was in hospital. Pt had been discharged earlier that day for pneumonia. Pt added that pump had stopped for a few hours and was currently in ER. Pt did not mention if she was in any stress. Did not go over that issue. New pump sent to pt. Will request psrs f/u with return box for old pump. Dose or amount: as directed, frequency: continuous infusion, route: IV. Dates of use: from (B)(6) 2018 to present. Diagnosis or reason for use: i27.0.